Manufacturer narrative:
There have been no further reports of injury or required follow up medical attention. Steris made a follow up call to the manager of clinical services on 7/25/06. It was determined that the unit was functioning properly and that root causes of the event were, a kinked aspirator tube preventing total aspiration of peracetic acid and resulting in residue paa in the cup at the end of the cycle, and the hasty "flicking" motion to remove the aspirator probe. The root cause of a failed chemical indicator strips was the operator failing to follow section 5-4, step 3, of the t6100 operator's manual requiring that the aspirator tubing not be kinked. Per the account manager's report, the customer has received in-depth training for s20 handling before and after a sterile cycle. A query of steris's complaint data base over the last two years failed to identify any trends for issues associated with aspirator removal and paa exposure despite millions of sterilant cycles initiated on a daily basis worldwide.

Event description:
A complaint was received from facility relating a system 1 operator who experienced a burning sensation around her mouth, and lips after quickly removing the aspirator probe from the sterilant cup after a cycle. According to the facility, the chemical indicator strip for a cycle did not change color to indicate proper sterilization. The operator removed the instruments that were in the sterilizer and then quickly removed the aspirator probe from the sterilant cup. According to the operator, she "flicked" out the aspirator from the cup opening and was splashed with liquid resulting in exposure to, and a burning sensation around, her mouth and lips. The operator, who was wearing gloves, but not a face mask at the time, found a nearby sink to rinse and wash her mouth & lips with water. She then went to the emergency dept where first aid burn ointment was administered to her. According to the steris account manager's report, the operator was not seriously injured, although some peeling of the skin on her lips occurred. It was also indicated that the staff was recently in-serviced on the unit and was given cd-rom otp training as well. According to a steris service tech, the unit was inspected and found to be functioning properly. Facility now supplies face masks & gloves at each ss1 unit throughout the building.